Event description:
Manufacturer received a report that the hinge bracket for the recline actuator on the backrest of the wheelchair failed. The wheelchair user reported injury to his neck when the incident happened. Manufacturer must complete further analysis to determine the cause of the incident.

Manufacturer narrative:
Evaluation summary: manufacturer inspected the broken hinge bracket on the recline actuator on the wheelchair. The break occurred at the mounting point for the backrest. The incident was reported pursuant to the company's CAPA procedure to the product and design departments for further analysis on the material and manufacturing process of the part. In addition, the company is analyzing the incident for further required corrective and/or preventive action.

Manufacturer narrative:
This component was redesigned to increase durability and quality.